Event description:
Patient was undergoing cryoablation of the prostate with transrectal echography of the prostate. Six (6) variable size cryoprobes were in place. We believe the adjustment ridge on the cryoprobe #6 caught on the ultrasound holder displacing the probe toward the perineum during the procedure. Ultrasound showed that this displacement seemed to result in freezing tissue beyond the urethral sphincter. The procedure immediately discontinued. The perineum was assessed noting no sequelae at that time.